Manufacturer narrative:
Device was received with a cracked and broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. Device was also received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. In addition to this, the serial number label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Finally the keypad overlay is scratched as well as the sides of the case next to it. For (B)(6), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device was received with a cracked and broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. The device was also received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the device where the battery threads are located. In addition to this, the serial number label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Finally the keypad overlay is scratched as well as the sides of the case next to it. R&d disposition d00529896: for (B)(6), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this insulin pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit was received with a cracked and broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loose retainer. The unit was also received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. In addition to this, the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable, and the middle (enter) keypad button is cracked. Finally the keypad overlay is scratched as well as the sides of the case next to it. (B)(4).

Event description:
Information received by medtronic indicated that the plastic on reservoir of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.